Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery (lad). The 4.0x12mm xience skypoint stent delivery system (sds) was advanced to the target lesion and attempted to deploy the stent, however, the stent failed to deploy. The sds was removed without difficulty and the stent remained on the delivery system. Another same size xience skypoint sds was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.